Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that channel 1 of the device did not sound an audible alarm tone during an alarm condition. During set up prior to pt use, the nurse noted that the device did not sound an audible alarm tone during an alarm condition. The device was removed from clinical service. Therapy was initiated using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. Though requested, no additional information was provided.